Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine having startup issue. Initially machine not on found esm board problem. After replaced esm board, machine switched on but not booting and backlight issue. During general pm visit found the problem. No patient involvement.

Event description:
The following was reported to hamilton medical ag: machine having startup issue. Initially machine not on found esm board problem. After replaced esm board, machine switched on but not booting and backlight issue. During general pm visit found the problem. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.